Manufacturer narrative:
The report of uncomfortable stimulation was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and it passed all tests on the ate.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing uncomfortable stimulation. As a result, surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.